Event description:
"1.prizim pumps consistency underpump 3 in 1 tpn to pt. 2. Under pump is +/-600ml. 3. Pump qa's within normal limits. 4. Pumps works within normal limits on other pt. 5. Can not replicate the problem. 6. Same formula tpn run of pharmacy accurately within normal limtis."